Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found with the stopper separating from the plunger during use. The following has been provided by the initial reporter: it was reported that the plunger separated from the syringe when pulling back.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly h3.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found with the stopper separating from the plunger during use. The following has been provided by the initial reporter: it was reported that the plunger separated from the syringe when pulling back. Description of issue: customer reported that, during the cartridge air removal step, she pulled plunger back too far and it detached from syringe and needle tip bent. Customer replaced with new syringe and needle tip and was able to successfully load a cartridge. Number of occurrences: 1, item number 3 ml syringe ¿ 309657, 26 g, 3/8" needle ¿ 305110, product lot number: needle lot: 9029658, syringe lot: 8290713.